Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the groin following a diagnostic intervention. A pre-deployment angiogram was performed. The carrier tube could not be pulled back and the anchor was stuck in the artery while the pt was still lying in the cath lab chamber. Surgical intervention was performed to remove the device.

Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.